Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that the basal delivery totals in the total daily dose did not match active basal program totals. There were no known causes for variation. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history also showed multiple manual time/date changes made in the pump. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 1.0 unit/hour basal rate with no issues occurring. At the end of the testing the basal history correctly showed 1.0u unit and the total daily dose (tdd) showed 24.0 units. The investigation was unable to duplicate the initial complaint.